Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the lens broke in the patient¿s eye. Additional information has been received as the lens was removed from eye during initial procedure and replaced with same model lens with no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.